Event description:
There was no patient involved in this event. The device depleted two pad-paks. The device status indicator was flashing red. A device in the fault mode if left undetected could result in the failure to performed as directed if required.